Event description:
It was reported that there was an error code 46222. The product fault occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: event date unknown. Device evaluation: one device was received. A visual inspection found a scratched lcd lens, peeling dso seal and worn uso seal. A review of the event history log found multiple high alarm displayed: downstream occlusion. During the functional test, the device ran as intended without error code alarming. No problem was found. Preventative maintenance was performed. Service history identified that no previous repair has been noted in the past.